Event description:
On (B)(6) 2012, the customer reported a leak in the wash buffer and aliquot vessel waste area. The volume of the leak was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a leak at the active wash station assembly. Fse removed and replaced the wash station and this resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
Results: fse replaced the wash station. (B)(4).